Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was depleting more quickly now. The patient checked the device around (B)(6) 2017 and noticed the ins had depleted quicker than normal. In (B)(6) 2018, the patient noticed that the ins had dropped from ¾ to about ¼. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.